Manufacturer narrative:
Date sent to the FDA: 11/17/2020.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted a completely folded, balled up meshoma, which he removed. He also noted that the mesh was densely adherent to the genital branch of the genitofemoral nerve, right ilioinguinal nerve and the iliohypogastric nerve, which required neurectomies of all three nerves. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, numbness, limited mobility, depression and anxiety. Other procedure is captured under separate file. No additional information was provided.